Manufacturer narrative:
The pump passed the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked belt clip rails, broken battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Cosmetic damage and other cosmetic damage confirmed. Damage- cracked case battery tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and alleged battery side totally chipped off, battery cap not being tightened. The customer reported blood glucose value of 300 mg/dl. The event involved products mmt-1884, mmt-397a and mmt-332a. Troubleshooting was declined by the customer for high blood glucose. Troubleshooting was performed for cosmetic damage and indicated that the damage has impacted/affected the pump¿s functionality. The pump was getting turned on/off whenever battery comes out (battery cap loose on its pump slot). No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.